Event description:
In (B)(6) of 2012, I received a breast augmentation under the muscle with mentor silicone gel smooth moderate plus. A year and a half after my procedure my health began to decline. I had an appendectomy in (B)(6) of 2014 and continued with chronic stomach pain and headaches until I was diagnosed with celiac disease via biopsy in (B)(6) of 2014. While my stomach symptoms subsided due to diet change I continued to experience chronic diarrhea and constipation. Test for crohn's and ulcerative colitis was negative. I began experiencing chronic fatigue. In early (B)(6) of 2015 I became very ill: my symptoms were as follows; extreme fatigue, eye pain, eye burning, photophobia, headache, body aches, back pain (upper and lower), neck pain, nausea, loss of appetite, weight gain that lasted until (B)(6) of 2016. In (B)(6) I had an autoimmune panel. My elisa ana was positive and so was my anti-clq igg. However, sle, rheumatoid factor, ena, anti-phospholipid, and anti-thyroid were all negative. In november 2015 I also saw an ophthalmologist who did not see any inflammation in the eye but did suggest sicca. In january, while my symptoms had subsided slightly but not completely, I saw a neurologist for headaches. A MRI was ordered and results were normal, but he suggested my symptoms were rheumatological. A rheumatologist ordered a MRI and x-rays of my upper and lower back. I was also tested for hla-b27 which came back positive. There were no radiographic changes, however, based on my clinical symptoms and positive test for hla-b27 I was diagnosed with ankylosing spondylitis. I was prescribed celecoxib which improved my back pain but did not improve my other symptoms. I am currently being tested for lyme disease and rechecking my thyroid levels. I currently have over 20 symptoms which are as follows: dry eye/hair/skin, hair loss, ear ringing, eye pain, headache, heart palpitations, insomnia, itching under right implant, lower/upper back pain, neck pain, mouth sores, muscle pain, muscle twitching, chest pain, cognitive dysfunction, constipation, night sweats, photophobia, skin rash (once on forehead), joint pain, EKG was normal. I believe my breast implants are the cause of my autoimmune problems and will continue to deteriorate my health or possibly cause more if I do not have them removed.